Manufacturer narrative:
(B)(4). It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense and shock channels, oversensing, chronically low intrinsic amplitude measurements, and decreased pacing impedance measurements which remained within normal limits. There was no pacing inhibition. The lead was later explanted and replaced. No additional adverse patient effects were reported.